Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the "up" and "down" arrow buttons require multiple presses to elicit a response. The reporter indicated that once pressed hard the keys may stick causing the pump to scroll. The reporter denies damage to the keypad. This report is being made based on the alleged keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.